Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified IV solution. After an unspecified length of time in use, it was reported that, "a patient received an infusion too quickly." There were no reported adverse patient effects. No medical interventions were required. The customer contact indicated there was difficulty controlling flow with the cair clamp. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not identified by list number; however, the customer has identified two possible list numbers. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. All affected customers were notified via a device information letter dated september 20, 2007.